Event description:
It was reported that last night at 3am the patient was woken up out of a dead sleep by the stimulation being too strong, felt intense vibration. Today, the patient doesn't feel all the time and only in certain positions does the patient feel it. When sitting down leaning forward can feel it. Previously when running the device, the toes would bend almost like it was touching the nerve. The patient did not have follow up doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v819350, implanted: (B)(6) 2012, product type: lead. (B)(4).